Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that the donor t-handle from an ar-1981-06s single use osteochondral autograft transfer system oats set autograft diameter 6 mm metal began to warp after it was inserted, and at the desired depth. The surgeon was able to remove the donor t-handle without breaking it. An ar-8981-06s small joint oats, donor t-handle was opened and used. The same thing happened; it warped, but during removal, it broke in the condyle. Then, the surgeon attempted to use an ar-1981-08s, oats size 8mm, and an ar-1981-10s oats, size 10 mm, but it would not harvest a plug. After an extended period of time, the surgeon was able to remove the broken metal with a clamp. The surgeon was able to use the plug out of the broken piece and completed the case successfully. This was discovered during an autograft oats transfer procedure. Additional information received on 4/18/2023: the case was delayed about forty-five minutes to an hour, and additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image submitted for evaluation from the field, it is evident that the device was cracked intraoperatively. Since the device was not returned for evaluation, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.